Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Final analysis found that the insulation was folded and broken at 6.5 cm from the connector pin. (B)(4). (B)(6).